Event description:
Caller reported a temperature alarm with the pump, which could not be cleared to resume insulin delivery. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged to replace the pump with one that includes updated software, instructed the caller on returning the old pump, and provided details regarding storage and interim insulin therapy using multiple daily injections. The customer acknowledged understanding the instructions and opted for a delivery requiring a signature.